Event description:
Customer stated she was using her toothbrush when the bristles kept coming off and getting stuck in her teeth customer says it's really weird and uncomfortable, they're like super easy to come off the brush head came with the brush.